Event description:
On (B)(6) 2009, the patient reported receiving an e6 (mechanical) error on his infusion device while attempting to bolus. He disconnected from the infusion site and performed the change cartridge procedure. He reconnected to the infusion site and placed the infusion device in the run mode and e6 was displayed. He repeated the steps and the error recurred. He extended the piston rod and noticed that it "hiccupped" at the 175 unit mark. He reinserted the insulin cartridge, primed, reconnected to the infusion site, and bolused without error. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.